Event description:
It has been reported that there is a problem with occlusion. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H6- health effect - impact code: corrected. D4 - model #, h3 and h6 codes, h9- updated. The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a cracked downstream occlusion (dso) seal. The allegation made by the complainant could not be confirmed. However, the probable root cause of the event was due to a cracked dso seal and was then replaced.